Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a stent placement procedure in the ureter performed on (B)(6) 2023. During the procedure, while inserting the stent into the ureteral orifice, it tore. It was noted that the stent shaft broke into two pieces along the shaft and was completely removed using a grasper. The procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device code a0401 captures the reportable event of stent shaft broken.